Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that the receiver showed a transmitter failed error on (B)(6)2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via testing. The customer complaint could not be confirmed as no share log data was available for review. The root cause could not be determined.